Event description:
Philips received a complaint by the customer on the v60 indicating that there was a blower issue. It was reported there was no patient involvement at the time the issue was discovered. It was reported there was a blower issue. The customer requested the part number for the blower assembly. The remote service engineer (rse) provided the customer with the part number of the blower assembly. The customer ordered and replaced the blower assembly to resolve the issue. The customer replaced the blower assembly to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.